Event description:
While using cautery during a laparoscopic case the monopolar cord "popped" and burned in two pieces. Manufacturer response (as per reporter) for 10 ft reusable hf electrode 3.5 mm connecting cable, r wolf electrode cablewill examine cord for issue. Product return #cg00126. Spoke with rep eleanor hall